Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the infusion set was leaking at the headset. No adverse event was reported. The infusion set was requested to be returned for product evaluation.